Event description:
The physician was treating a female patient who presented with a left mi occlusion. He made an initial pass with the retriever l5, with no success. He then made an attempt with the retriever x6 and was able to successfully open the left mi. After removing the 8f balloon guide catheter, he noted tissue on the device and with the next angiographic run he noted a dissection of the left ica. The physician quickly treated the dissecting lesion with a stent and the patient is doing well without any adverse events from the dissection.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. The manufacturing records for merci balloon guide catheter 8f devices that were shipped to the site, lot numbers 32757, 32764, 32791, 32816, were reviewed and no anomalies were found that were related to this complaint.